Event description:
Vcare medium uterine manipulator was used during a robotic total hysterectomy and bso (bilateral salpingo-oophorectomy). During the removal stage, multiple parts of the vcare came apart and had to be retrieved with help from doctor at bedside and doctor operating robot. X-ray was ordered to evaluate for fb (foreign body).